Event description:
Customer contacted beckman coulter inc. (Bci) regarding erroneously elevated troponin (accutni) results generated by the unicel® dxl 800 access® immunoassay system.a patient sample when tested for accutni gave a result of 1.22ng/ml. Another sample obtained from this patient gave a result of 0.30ng/ml and a third sample gave a result of 1.02ng/ml followed by a repeat result of 0.36ng/ml. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Qc is performed once per day in the morning and was within specification prior to the erroneous results. System check was performed which failed. A field service engineer (fse) was on-site (B)(6)-2009 for this event. Fse performed repairs and replaced the probes, peri-pump tubing, verified fittings and alignments. System check and qc performed passed within specifications. Repairs were verified per established procedures and all results met published performance specifications. Although hardware issues may have contributed to this event, a clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.